Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. A device history record review found no anomalies during the MFR of this lot.

Event description:
An ultraflex covered ng esophageal stent was used in a stent placement procedure on a male pt (pt age and weight unk) in 2008. According to the complainant, "during the procedure, [the stent] did not disconnect [and] deploy from the catheter." The complainant indicated that the suture did not break, but was stuck leaving the stent partially deployed. The delivery sys and the partially deployed stent were removed and the procedure was completed with a second ultraflex covered ng esophageal stent. No pt complications were reported as a result of this event.